Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-feb-2026, a sales representative reported via email that an ar-3740sp double loaded knotless knee fibertak anchor experienced an issue during a procedure on the same date. The single tip of the knee fibertak inserter broke off in the patient during insertion, and the detached piece was not retrieved. No patient harm was reported.